Event description:
Customer reported an issue with touchscreen responsiveness, describing that the pump screen was frozen and unresponsive. There was no adverse impact to the customer's blood glucose level, as it did not exceed 500 mg/dl. Customer received complete pump reset information from technical support and chose to reset the pump, which successfully resolved the issue, allowing them to interact with the pump screen again.